Event description:
This case was reported by a consumer and described the occurrence of difficulty writing in a pt who used polident (polident denture cleanser tablets) for dental care. A physician or other health care professional has not verified this report. Concurrent medications included polident overnight denture cleanser tablets. In 2002 the pt started using polident (dental). In 2002, the pt experienced difficulty writing, neurological problems, slurred speech, instability and dizziness. This case was assessed as medically serious by gsk. Treatment with polident was continued. The events are unresolved. No corrective actions have been required based on this report.